Event description:
The patient stated she did not think her current program was working. The patient was having the same urine incontinence problems as she did prior to implant. The patient stated implant was working the first few days after implant but then all the sudden it stopped working and patient was leaking. The change in therapy/symptom was noted as sudden. The patient wanted to know if she should be seeing a gradual improvement of her symptoms or would it be immediate improvement. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information has been requested regarding lack of therapeutic effect and incontinence but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the patient had an appointment on (B)(6) 2016 with their healthcare provider where there was a device adjustment. Outcome remained unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.